Event description:
It was reported that the catheter was inserted into an obstetric patient for pain management. After the patient delivered, the physician began to remove the tape and guaze from the catheter insertion site. As he did so, he noticed that the catheter has separated at the skin level. The catheter was removed percutaneously, but a 5cm piece was noted on x-ray, and appeared to be in the epidural space. It was decided not to remove the piece of catheter, since the patient appeared not to have any symptoms.